Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use a ventilator did not recognize the battery and it had a constant backup battery failure alarm that could not be cancelled. There was no patient involvement.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned a control printed circuit board (pcb). The service engineer evaluated the pcb and duplicated the reported event. The pcb was placed into a test fixture, it was powered on, the device passed the power on self test (post). The back up battery indicator was not shown however the internal battery indicator was shown and a message was generated that alternating current (ac) power was not connected. The pcb was further tested and trouble shot however a root cause could not be determined. The reported event was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.